Event description:
The pump was returned for investigation. Investigation revealed that there was a single component failure. This report is made based on results of investigation completed on 11/01/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings: the black box and history recorded several cs 127 alarms. Cs 127 is an incorrect battery alarm. Investigators powered up pump and immediately went to alarm screen with cs 127 alarm. Removed pump from case and inspected circuit boards. C38 was found to be the cause of the incorrect battery alarm. Investigators were unable to complete failed steps due to a cs 127 alarm. There was a single component failure. (B)(6).